Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 8 years remaining to 6.5 years remaining over the course of approximately 7.5 months. Technical services (ts) review of device data was not performed since device data was not saved to the programmer while the patient was in-office. The current plan is to bring the patient back for follow-up in 3 months, at which time the estimated remaining longevity will be reassessed. There were no adverse patient effects reported.

Manufacturer narrative:
Current evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 8 years remaining to 6.5 years remaining over the course of approximately 7.5 months. Technical services (ts) review of device data was not performed since device data was not saved to the programmer while the patient was in-office. The current plan is to bring the patient back for follow-up in 3 months, at which time the estimated remaining longevity will be reassessed. There were no adverse patient effects reported. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.